Event description:
The complainant reported that in 2009, the clinicians had implanted an obtryx transobturator sling and has performed a cystocele repair with a pinnacle pelvic floor repair kit in a female patient. The complainant was unable to report the catalog umbers and lot numbers of the devices use din the event. The physician encountered no problems during the implant and repair procedures. Approximately two months subsequent to the procedure (exact date unknown), the patient complained of pain located at the obturator muscle. She then went to another physician for an examination. Upon examination of the patient, the physician found a piece of tape/sheath from the obtryx transobturator sling inside the patient. The obtryx transobturator sling, including tape/sheath, was removed from the patient. The patient was reported to be "doing fine", following the removal of the sling.

Manufacturer narrative:
The device catalog and lot numbers are not known; therefore, the device manufacture date and expiration date can not be determined. The complainant reported that the device will not be returned for evaluation, as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.